Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this ventricular lead exhibited loss of sensing at minimum settings, loss of capture at max outputs and high impedance measurements of greater than 2500 ohms. To date, there have been no additional adverse patient effects reported.